Manufacturer narrative:
This report is against user facility medwatch number mw5071369, a copy is attached. The only information contained in this report is correction or additional information. 510k: this report is for an drill bit. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Maude reported: date of event; drill bit broke in half during total hip procedure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number mw5071369, a copy is attached. The only information contained in this report is correction or additional information. A piece of the broken drill bit was left in the patient. Surgical delay and patient outcome are unknown. This report is for one (1) unknown drill bit this is report 1 of 1 for (B)(4).